Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr found that the device's dual tachometer printed circuit board assembly (pcba) was the source of the problem. The defective part was replaced. The system performed to manufacturer's specifications. The replaced part will be returned to the manufacturer for further testing.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, a belt slip error occurred. There was no patient involvement.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) confirmed the returned board caused a beltslip error when installed into an 8k pump test fixture. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.